Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar instrument was tested on an in-house system and passed the recognition and engagement tests. The force bipolar instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A visual internal and external inspection was performed no issues were found. Manual articulation was performed and passed. There were no springs exposed or missing. The force bipolar was fully functional. No product issue was found. Image review: review of the provided image is consistent with the instrument issue. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's back spring popped out. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the customer had to remove it from the patient and there were no adverse reactions.